Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation of the device, several inappropriate auto mode switch episodes due to far field atrial lead noise was noted. Not all mode switch episodes were stored. Noise was reproduced by isometrics. The physician decided to perform no intervention. The patient was stable.